Event description:
Reference MFR: 1627487-2019-04447. It was reported that the patient developed an infection. As a result, surgical intervention was taken to explant the lead and anchor. Antibiotics were administered. Issue has been resolved.